Manufacturer narrative:
Correction h11: a service history review was performed and not device history review. The device has been serviced; however it has been over 12 months which indicates that the parts replaced during servicing have not caused or contributed to the reported event.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test" was not reproduced. Evaluation sent the device to flow for downstream occlusion testing with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test during testing. There was no patient involvement. No additional information is available.